Manufacturer narrative:
The lot was manufactured (B)(4), 2017 - (B)(4), 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph showed evidence of liquid inside the green bag that contains the device which suggests leak has occurred. The exact location of leak and the cause of leak could not be determined via the photos. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked. This event occurred before use. The device had been filled with the compounded product of benzylpenicillin 10800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.